Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad reading on either the downstream occlusion pressure test, or the flow rate accuracy test. Expected and actual infusion time, volume and flow rate were "expected: 5 ml/hour for 5 minutes, 10 and 20 minutes". This occurred during the preventive maintenance test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.